Event description:
Event description guidant received information that this chronic transvenous defibrillation lead exhibited ventricular oversensing. Lead impedance testing revealed an out-of-range shocking impedance measurement.